Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 3 unopened pouches and 2 open racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 3 closed samples and 2 open samples with the needle detached from the thread (thread is still wound on the pack). Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.